Event description:
Customer alleged that his abductor fell off his chair and his foot fell under the chair. No injury alleged.

Manufacturer narrative:
(B)(6) 2012 (B)(4) - RMA (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers preexisting medical condition states that he is a quadriplegic. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is (B)(4) 2011- the bracket on the right adductor allegedly broke. Dealer replaced the bracket at no charge to the consumer. (B)(4) 2011- the bracket and adductor were replaced on the left side. The consumer was coming through his patio door and the chair came to a halt. The consumer's foot was allegedly dragged over the foot platform and went up underneath the wheel. Upon assessing the chair, the adductor allegedly snapped off. The consumer has had the power chair for about 2 years. The dealers technician advised the consumer that the tilt cannot be used with adductors in the down position when they delivered the chair. The consumer confirmed that he understood this. The consumer had abductors folded up to help keep legs in place. He is a quadriplegic. The consumer stated that the cast aluminum allegedly snapped by the adductor. The consumer stated that his legs splay out and he needed an adductor immediately to replace the broken one. The consumer admitted to flipping the abductor over and bolted the piece to the chair for temporary use. The consumer is still using the chair. The dealer stated that the adductors look like a normal configuration. He also stated that stealth products are robust and cannot be broken by muscle strength from his legs. It is unlikely that the adductors could be broken in the normal course of use. No serious injury alleged and the consumer did not seek medical attention. The consumer did sustain some swelling in the legs. Invacare advised the consumer that we would work with rrm to have the repair done. The consumer requested that an adductor be sent overnight and stated that he is comfortable putting the abductor on the unit. Invacare advised him that we would have to repair the chair through a qualified invacare technician. Invacare will going out (rrm) and replacing both adductors and taking pictures of the power chair. Upon bringing the parts back invacare will evaluate the product.